Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that it took a long time to connect to the pump with the handset for 6 to 7 months. The patient stated they went to healthcare provider office the other day and healthcare provider told him to call medtronic. The patient stated that they get 4 bolus a day. The patient service assisted the patient with clearing data on the handset. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID hh9020tdd (unknown serial/lot); implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.